Manufacturer narrative:
H3 other text : device is implanted in the patient.

Event description:
It was reported that during a neurovascular procedure when physician attempted to adjust a coil that was to be implanted, the coil interacted with an already implanted subject coil and a loop of the subject coil was pulled out into the parent artery. Through this whole process coil loops were left in each anterior communicating a2 artery. The procedure was aborted and patient was put on dual antiplatelet therapy overnight. The next day stents were used to tack down the coil loops left in each a2 artery and the issue was resolved.

Manufacturer narrative:
2/2 report. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Per the event description, during placement/re-positioning of the final coil it interacted with the coil mass and caused a loop to protrude into the parent vessel. There is no reported issue noted during placement of the coil mass. The device has not been returned and it is unknown which coil in the coil mass protruded. An assignable cause of caused by other will be assigned to the as reported ' device interaction with another device' and 'main coil protrusion' as the investigation indicates another product (target coil) caused the issue event.

Event description:
It was reported that during a neurovascular procedure when physician attempted to adjust a coil that was to be implanted, the coil interacted with an already implanted subject coil and a loop of the subject coil was pulled out into the parent artery. Through this whole process coil loops were left in each anterior communicating a2 artery. The procedure was aborted and patient was put on dual antiplatelet therapy overnight. The next day stents were used to tack down the coil loops left in each a2 artery and the issue was resolved.